Manufacturer narrative:
A review of the log files shows no related error message could be found. All treatments for the day completed without relevant error messages, all laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a message indicating the treatment was finished during refractive treatment of the right eye. The treatment was set up again and performed. Additional information requested.